Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brush head on top is broken [device breakage]; no adverse event [no adverse event]. Case description: a female consumer of unspecified age reported via e-mail on 20-apr-2017 that she purchased an oral-b stages power disney princess toothbrush and the oral-b power oral care refills kids on top was broken. No symptoms developed. On 24-apr-2017 received consumer's follow-up e-mail: the consumer reported that there was a large gray logo on the brush head and it was the disney princess turquoise/pink brush head that was affected. The one brush head in question was available. On 24-apr-2017 received consumer's follow-up e-mail: the consumer clarified that the logo color on the brush head was white/blue, and the logo on the device was white/pink. No further information was provided.